Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported unknown side defective tissue expander, when filling the expander, there was a dent in the middle and the expander would not fully inflate. Device has been explanted.